Event description:
The pt, a 65-yr-old female, was undergoing an arterial declotting through a permanent arm graft. This was a repeat declotting. The circulating rns on the case gave a report of the case. 1) those present during the procedure included the two circulating rns, the staff scrub rn, the dr and the dr's private scrub rn. 2) the catheter and attached balloon were tested for proper inflatability and placed into the graft at the surgical site. Once inserted the balloon was inflated and retracted to remove the clot. 3) upon removal of the clot from the open surgery site, the dr noticed foreign matter lying on the wound. This, it was determined upon exam of the catheter, was the balloon itself. 4) upon exam it was determined that the cuff holding the balloon to the tubing had given way. 5) another possibility noted was that the balloon could have been torn away from the catheter by a suture within the permanent graft. 6) the latex balloon was easily removed and further pt treatment was not required. The latex balloon component was retained by the biomedical engineering dept.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, mechanical tests performed. Results of evaluation: component failure, telemetry failure, balloon. Conclusion: device failure occurred but not related to event, device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor, use of all similar devices stopped temporarily. The device was destroyed/disposed of.